Event description:
A call to technical services was made on 7/17/2014 stating that while implanting this lead, the physician faced some diffulties. They thought that they may need to cap the lead but the physician was eventually able to place the lead without further issue. The physician was dr. (B)(6). No other information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).